Event description:
The customer reported the equipment is not turning on. There was no reported patient involvement.

Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted once the investigation is complete.